Event description:
The customer's family member reported the customer rec'd a reading of 112 mg/dl on his meter and hrs later was found unconscious by another family member. The paramedics were called and upon arrival rec'd a reading of 25 mg/dl on their meter and administered glucose. The customer was transported to a local hosp where he was diagnosed with hypoglycemia and treated intravenously with glucose. There was no report of death, permanent impairment or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The prod has been requested back for an investigation. The f/u report will be sent when investigational results are available.